Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported there was no display and the power cord is burnt. The event timing was not during surgery. No patient involvement or harm. It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h10. Corrected: h6 - device codes the results of the investigation are as follows: - review of the most recent repair record determined the unit would not power on the display; the power inlet module and power cord were burnt. The power inlet module and power cord were replaced and resolved the reported issue. - DHR was reviewed and no discrepancies related to the reported event were found. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.